Event description:
A nurse reported that a pt was admitted to the hosp on (B)(6) 2014, due to her rejected kidney transplant. The pt was hospitalized to have her 2003 transplanted kidney surgically removed. As of (B)(6) 2014, the pt continues to use continuous cycler- assisted peritoneal dialysis (ccpd) therapy without any further issues.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. A supplemental report will be submitted upon completion of the plant's investigation.